Event description:
The customer complains about a blood leak started immediately upon treatment. The treatment was stopped and restarted on another machine. Blood loss 268 ml. Tpm: 240mm hg. There was no serious injury and no medical intervention was needed.